Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The device preparation and implant procedure technique were performed according to the instructions for use (IFU). After 80% of deployment, the left coronary cusp (lcc) sinus looked too high. A recapture maneuvers were performed, however it was impossible to recapture 100% of the valve inside to the capsule valve of the delivery system (ds). The entire ds with the valve were remove from the patient. A new 35mm navitor vision valve, large loading system and large flexnav delivery system were chosen. The procedure was completed according to the technique and the implant result successful. The patient was reported stable device preparation and implant procedure technique were performed according to the IFU. (Nvtr-35:sn. (B)(6), fvav-ds-lg:lot.10997300, nvtr-ls-lg+:lot.10775075). After 80% of deployment, the lcc sinus looked too high. Recapture maneuvers were performed, however it was imposible to recapture 100% of the valve inside to the capsule valve of the delivery system (ds). The entire ds with the valve were remove from the patient. A second system was opened and prepared according to the IFU (nvtr-35:sn. (B)(6), fvav-ds-lg:lot.11045405, nvtr-ls-lg+:lot.10775075) and, the procedure was according to the technique and the implant result successful. Patient status - stable.